Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the pt underwent a primary left l5-s1 spinal root decompression. On event date, the pt presented with recurrent disc herniation. The investigator noted the event as severe in intensity. MRI revealed recurrent disc herniation. Reoperation for right l5-s1 microdiscectomy in 1999. The outcome of the event was continuing with treatment. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted a possible explanation for the event as surgical complication.